Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained he was not receiving satisfactory stimulation therapy from his scs system. Subsequently, surgical intervention was undertaken, during the procedure the physician disconnected the patient's existing lead and added two new leads (different model). The patient reported receiving effective stimulation therapy during intraoperative testing. The originally implanted lead remains implanted with the tails simply coiled up in the ipg pocket. Additionally, a sjm representative performed postoperative programming and effective stimulation therapy coverage for the patient was achieved.